Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent high thresholds, intermittent high pacing impedance, and noise reversion resulting in inappropriate mode switch episodes. In addition, the right ventricular (rv) lead exhibited non-sustained oversensing which was assumed to be myopotential signals. The leads remain in use. No patient complications have been reported as a result of this event.